Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/22/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a perineorrhaphy and surgical procedure to treat vaginal prolapse, stress urinary incontinence, rectocele and cystocele on (B)(6) 2010 and mesh was implanted. The patient had mesh removal surgery on (B)(6) 2010 due to vaginal wall erosion, mesh exposure, dyspareunia, vaginal spasms, increased incontinence, bowel incontinence and pelvic pain. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05436. The same patient is represented in each medwatch.